Event description:
The patient is a woman who was (B)(6) pregnant at the time of this event. Patient's physician prescribed primabella for severe nausea symptoms associated with pregnancy on (B)(6) 2010. Patient wore device for 2 days. Patient reports that primabella use helped in alleviation of nausea symptoms. The patient removed the device at night on both days and switched to oral zofran to control nausea while sleeping. On (B)(6) 2010, the patient wore the device as usual when she woke up, but the symptoms were more difficult to tolerate. Patient presented to emergency room later in the day on (B)(6) 2010. Patient continued to wear the device after she arrived at the emergency room, during the waiting period, and after she was taken to a room and hooked up to an IV. Approximately one hour after removing the device, an ultrasound revealed that she had a miscarriage. Causal connection between the use of the device and the miscarriage cannot be ruled out.

Manufacturer narrative:
Upon receipt of the device, we will complete testing and analysis to determine if product meets original manufacturing specifications. We will file a supplemental medwatch form.